Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The root cause of the extended charge time was caused by an anomalous hv capacitor.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the emergency room, upon device interrogation, slow charge time was observed on the device. Patient heard a device popping sound at home and the device started vibrating. In-clinic capacitor maintenance was performed resulting in further charge time out. Device was explanted and a new device was implanted. No further information available.

Event description:
New information received: patient was stable post procedure with no issues.